Manufacturer narrative:
One sample model 2426-0007, lot 25043145 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the blue safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause is the solvent dispenser malfunctioned. The bushing will be replaced. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following: it was reported by the customer that the alaris pump infusion set tubing broke at the site where the firm tubing goes into the blue clip.